Event description:
It was reported "(B)(6) 2025, the extension line was found leaking during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the customer returned one connector assembly from a cannon ii plus replacement hub set. Signs of use in the form of biological material were observed on the unit. Visual analysis revealed a small crack along the seam of the arterial hub. No other defects were observed. Leak testing of the returned connector assembly was performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300 kpa. Maintain the pressure for a minimum of 30 s while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were flushed with water and individually attached to the leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 315 kpa for 30 seconds. Leaking was observed at the crack on the red arterial hub and nowhere else. A manual tug test confirmed both luer hubs were securely attached to their respective lumens. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." A report of a leak in the extension line was confirmed through complaint investigation of the returned sample. A leak test performed in accordance with iso-10555-1 revealed leaking from a crack on the red arterial luer hub. Visual analysis confirmed the small crack along the seam of the arterial luer hub. This damage is consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the extension line was found leaking during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".